Event description:
A patient with aortic valve stenosis, mitral valve insufficiency, tricuspid valve insufficiency and paroxysmal atrial fibrillation was treated with an aortic valve replacement (perceval size s) by right 2nd and 4th intercostal mini-thoracotomy, mitral valvuloplasty, tricuspid valvuloplasty, pulmonary vein isolation, and left atrial appendage closure were performed. After the operation, warfarin and aspirin were administered, and the pressure gradient on echocardiography was peak / mean pg: 38.4 / 16.3 mmhg one month after the operation, peak / mean pg: 38.4 / 16.3 mmhg three month after the operation. When warfarin was discontinued 3 months after the operation, the patient was hospitalized due to heart failure 5 months after the operation, and an increase in pressure gradient (peak / mean pg: 67.6 / 36.8 mmhg) was observed. Heart CT scan and transesophageal echocardiography showed thickening of the perceval leaflet and decreased mobility, and the diagnosis was hypo-attenuated leaflet thickening (halt). Continuous injection of heparin and subsequent resumption of warfarin showed a decrease in pressure gradient (peak / mean pg: 40.1 / 17.5 mmhg) and improvement in valve leaflet thickening on the heart CT scan. Currently, the patient is being followed-up as outpatient with the continuation of warfarin, and no re-elevation of the pressure gradient is observed.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
Since the device was not explanted and sn was not provided up to this date, investigation on the device cannot be performed. Since limited information is available and investigation on the device could not be performed, definitive root cause of the reported event cannot be established. Should further information be received in the future, the manufacturer will submit a follow up report.